Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing due to electromagnetic interference (emi). The device exhibited inappropriate shock. The health care professional (hcp) confirmed that noise, oversensing and inappropriate shock happened during the procedure, and it ended when defibrillator discharged. This device remains in service. No adverse patient effects were reported.